Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if 36 packages found with this issue? Or 36 sutures were found in total? Impacted is for one box, because inconsistent product information between label on inside primary package and label on outer secondary package. A box of vcp422h was labelled with vcp422h on secondary package, but 4 ea out of 36 ea had an inconsistent label with vcp442h on product primary package instead of vcp422h. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. Event related to mw # 2210968-2022-07088, mw # 2210968-2022-07089, mw # 2210968-2022-07095. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. One box of the product was opened, and four eaches were labeled with a different product code. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/10/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 ¿ no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one opened box with thirty-two packets that pertains to product code vcp422, lot qm2adx, and four packets that pertains to product code vcp442, lot ml2658 were returned for analysis. As per the visual inspection of the samples received, the product belongs to different product codes and lot numbers and for this reason, the code vcp442h is different. Due to the mismatch observed, a further investigation was performed and in conclusion, the following was observed: thirty-two packets belong to product code vcp422, lot qm2adx, manufactured on nov/13/2020, and the expiry date on oct/ 31/2025. Four packets belong to product code vcp442, lot ml2658, manufactured on oct/17/2018, and the expiry date on sep/ 30/2023. The products were manufactured with a difference of two years, and it is not possible that it has been mixed during the manufacturing process. During the packaging process, each box and label barcode is scanned in the system to compare the printing information. Also, the component assigned to each lot was correct. According to results obtained during the investigation, the reported complaint could not be confirmed. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.